Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to reposition the receiver/stimulator. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed on (B)(4) 2014.